Manufacturer narrative:
Complete initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when the fiber optic sensor of the intra-aortic balloon (iab) was connected, the intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The iabp could not recognize the fiber optic sensor. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).